Event description:
It was reported that the ventricular lead was fractured, the patient had syncope, and there was high pacing impedance of 1531 ohms. The ventricular lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.